Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for igg antibodies to toxoplasma gondii (toxo igg) on an e601 analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 303.9 iu/ml. The sample was repeated, resulting as 0.130 iu/ml accompanied by a data flag. The sample was also repeated a second time, resulting as 0.130 iu/ml accompanied by a data flag. The patient was not adversely affected. The toxo igg reagent lot number was 121442. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service representative checked the analyzer. He checked liquid level detection and this was ok. He ran performance testing; all results were ok and within specification. A specific root cause could not be determined based on the provided information. Upon review of performance testing, it was noted that carryover was borderline, which may cause an increased number of false positive results. Pre-analytic sample handling is also a very probable root cause for the issue. Calibration and controls were found to be within specifications.